Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 285 mg/dl. Customer stated that alarm happened 3 times while in use. The customer was advised that the device would be replaced. The customer was advised to monitor pump and may continue to wear it until replacement arrives. Customer declined to troubleshoot for audio/beep anomaly.

Manufacturer narrative:
The insulin pump was received with frozen display and had a constant tone; after disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the insulin pump powered up properly, the problem was isolated to electronic assemblies. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to frozen display however, after reconnecting electronic assemblies the insulin pump was monitored and no blank display anomalies or a21 alarms noted. No cosmetic damage was noted.